Event description:
The customer called for help with her contour meter. While troubleshooting, she performed control tests and received a result of 309 mg/dl. The normal control range was 102-141 mg/dl. No adverse events were alleged. The customer declined to further troubleshoot the meter and ended the call. No product will returned for evaluation.